Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mdt rep reports she received a call from a nurse regarding an impedance issue. Patient had sc implanted on left chest. Impedance testing performed at 0.7v, normal value seen, but when nurse increased to 3v, contact 3 was showing 11-12k ohms. Nurse reports they were not able to perform therapy impedance. Patient is programmed with 0-1-3+ 5v/60pw/130hz. Nurse reports they saw -- , no value seen on the therapy impedance. The implantable neurostimulator (ins) battery was at 2.75v. Email sent to mdt rep. Agent suggested nurse call for further troubleshooting. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported impedance at contact 3 monopolar were 18,000 and all bipolar pairs with contact 3. The issue was now resolved as the patient was programmed not using contact 3, and once the rep exited out of the session and reinterrogated the device therapy impedances were now showing.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the left battery was at 2.75v. Electrode impedances were normal initially, but only when measured at 0.7v. When they were checked at 3.0v, impedances on contact 3 were very elevated at 11-12,000 with therapy impedances not registering in either setting. The right battery was at 2.70v with impedances normal with a current of 5.8 ma.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.